Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the physician explanted all the stent grafts. The stent grafts were well incorporated and difficult to remove. The physician stated that there is a hole in the left limb. The bifurcated stent graft did not migrate, but the aneurysm encroached on the neck proximally. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4).